Event description:
It is reported that the pt experienced a dislocation.

Manufacturer narrative:
Evaluation summary: it is reported that the dislocation occurred as the result of a bodily position that was not extreme. The dislocation occurred approx 3 months post-op. Pt medical history includes a primary tha in 1998. The pt fell in (B)(6) 2011 and dislocated her hip, and then dislocated again in (B)(6) 2011 before her revision surgery in (B)(6) 2012. Dislocation can be physically destructive and it is unk if the pt experienced abductor tissue damage in either of her past dislocations. Pt height, weight and adherence to rehabilitation protocol is unk. No operative notes or x-rays are provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.